Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 457mg/dl. The customer had issues with their set. It was reported that the pump would was stuck in rewind screen. It was reported that troubleshoot was not conducted and the customer would be contacted.